Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
It was reported that, "the surgeon notified the rep that the variax plate broke. Surgeon is deciding how to proceed, but surgery to explant has not yet occurred."